Manufacturer narrative:
Per the tandem user guide: ¿your pump detected that the cartridge is empty and all deliveries have stopped. Change your cartridge immediately by tapping options from the home screen, then load and follow the instructions in section 6.3 filling and loading a t:slim cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level (specific bg value was not provided. Tandem technical support performed a log review and discovered that the customer had not loaded a new cartridge on the pump after the cartridge had run out of insulin for 20 hours resulting in the elevated bg. Customer administered a manual injection to address bg and successfully loaded a new cartridge. Recommendation was made to discuss diabetes management with a health care professional.